Event description:
A home pt contacted baxter's technical service center for assistance during the initial drain cycle of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Baxter's technical service center assisted the home pt in ending therapy early. Follow up with the home pt's primary care nurse revealed that the home pt 'was not priming" the disposable supplies prior therapy. No pt injury or medical intervention was associated with this incident, per the home pt's primary care nurse.